Manufacturer narrative:
Additional information was requested from the user facility. From the responses received it was determined that the carotid siphon was moderately tortuous with more than 50% stenosis. The lesion was not calcified. The physician experienced some resistance accessing the lesion with the stent system. "Side hole flush maintained, the lower hole flush was not maintained". The physician also related the guidewire to the bleed.

Event description:
Post balloon-stenting procedure in the carotid siphon, the patient complained of a headache. Computerized tomograph (CT) scan found a hemorrhage in the middle cerebral artery (mca). Patient underwent craniotomy as a result. The patient suffered hemiplegia and a speech disorder and "right upper limb myodynamia grade 0, right lower limb myodynamia grade 1" following the craniotomy. No further information is available.

Manufacturer narrative:
Conclusion: anticipated procedural complication. A review of the device history record was performed on this batch and no issues or discrepancies were found. The DHR review showed that this device met all required specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event of hemorrhage was an anticipated procedural complication.

Event description:
Post balloon-stenting procedure in the carotid siphon, the patient complained of a headache. Computerized tomorgraph (CT) scan found a hemorrhage in the middle cerebral artery (mca). Patient underwent craniotomy as a result. The patient suffered hemiplegia and a speech disorder and "right upper limb myodynamia grade 0, right lower limb myodynamia grade 1" following the craniotomy. No further information is available.